Event description:
The customer's biomed contacted philips and wanted to download the log for viewing. The biomed stated the monitor and philips equipment was working normal, but the nurse claimed they did not receive a page. The customer reported a patient death. The patient pulled monitoring leads off, then expired. No further information is available.